Event description:
It was reported that an incident occurred with a flexible cryoprobe during peripheral nodule lung biopsies. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided) and an ion robot. No other information was provided regarding any other accessory employed during the incident. Per the complainant, after about 10 to 12 biopsies/activations, the cryoprobe ruptured at the distal end of the white tube close to the black extension piece creating an extremely loud "bang" sound. The rupture of the cryoprobe was near the doctor's left ear. He was able to finish the procedure; however, the doctor had to go to the ER because of the pain and ringing in his left ear. In addition, the charge nurse also had ringing in her ear.

Manufacturer narrative:
The cryoprobe was made available and evaluated on 03/23/2026 at the medical facility. The visual examination revealed a slit or cut in the white tubing approximately 19mm long and located 83mm from the distal end of the white tubing. There were several bends in the black portion of the tubing (note: specifically, 44mm from the distal end of the probe, 210mm from the distal end of the white tubing, and at the black and white tubing connection point.). Per instructions by our manufacturer, erbe elektromedizin gmbh, the cryoprobe's connector section was disassembled as instructed. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was found to be present in a noticeable quantity. The high-pressure tubing was also pushed out of the connector, and the blue o-ring was still present. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. In review, 10 to 12 activations/biopsies were completed prior to the rupture, and the evaluation revealed that the gluing inside the connector was sufficient. Based upon the provided information and the visual as well as the microscopic inspection, it appears that the cryoprobe encountered a significant lateral pull force (between the tubing and connector) which dislodged the high-pressure tubing from the connector which caused the cryoprobe to rupture. Per the cryoprobe's notes on use (nou) it states, "protect this product from any form of mechanical damage! Do not throw! Do not use force! Never use excessive force when inserting or withdrawing the product. Otherwise, the product could become damaged." In conclusion though, a definitive determination as to the cause of the rupture cannot be made. The customer is being made aware of the findings. Erbe is now closing the file on this event.